Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of the infusion device respond intermittently. He noticed this while attempting to bolus a year ago. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.